Manufacturer narrative:
(B)(6). The mitraclip remained implanted on the mitral valve leaflets. There was no reported device malfunction associated with the clip delivery system. A review of the device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this event. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in this incident, the mitraclip procedure was successfully performed in a patient with significant preexisting comorbidities. Mr was reduced from 4 to 2 with the implantation of one clip. Two days post procedure, the patient expired due to cardiogenic shock and multiorgan system failure, demonstrated by fever and liver decompensation. There was no evidence of device malfunction or deficiency in being causal or contributory to any of the adverse events reported, including the death. In the absence of a device malfunction, the abbott vascular medical advisor concluded there was no device relationship to the cardiogenic shock, fever, liver decompensation and subsequent death. The patient had underlying biventricular severe heart failure with an ejection fraction of approximately 15-20 percent. The stress associated with the mitraclip procedure may have been a contributor to the death due to the underlying condition of the patient and not any issues with the procedure itself. The reported patient effects of fever and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as two days post implantation of the mitraclip, the patient expired due to cardiogenic shock. Although there was no device issue reported, it cannot be ruled out that the implanted clip may have caused or contributed to the death. It was reported that a very ill patient (sub-acute admission) underwent a mitraclip procedure on (B)(6) 2014 as it was the only possible solution. The mitraclip procedure was performed with no issues and the functional mitral regurgitation grade was reduced from 4 to 2 with the implantation of one clip. One day post procedure, the patient developed a 41 degree celsius fever with liver failure. The cause of these adverse events could not be identified. Two days post procedure, the patient expired due to cardiogenic shock. In the opinion of the physician, the mitraclip device was a contributor to the cardiogenic shock as the patient had biventricular severe heart failure with an ejection fraction of approximately 15-20 percent and the mitraclip procedure may have been a contributor to the death. No additional information was provided.